Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had received motor error and drive support cap anomaly. The customer¿s blood glucose level was unknown. It was reported that they had motor error alarm and loose drive support cap. The customer's mother reported that the drive support cap was flush. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.